Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon receipt, no gel was released or leaking from the belt. It was discovered that the electrode belt had broken wire from te3. The constant "add gel" alarms experienced by the pt were caused by broken gel-fire line (blue wire) in the therapy electrode pad. The root cause of the broken wire cannot be positively identified. Once the wires were reattached, the electrode belt was fully functional. The monitor was found to be fully functional. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report the patient's device was alarming to add gel. The pt also stated that there was no blue gel released. The pt was provided with a replacement electrode belt.